Manufacturer narrative:
Continuation of d10: product ID 388928, lot# va1j3k3, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the right electrode was completely dislocated extracorporeally (i.e. Under the skin, away from the sacral nerve plexus, the actual stimulation site) in a very slim patient without any recurrent trauma. As a consequence, there was a loss of effectiveness and pain, so that this electrode had to be replaced initially, the patient reported pain, even reprogramming would have caused pain in the pelvic floor area due to the subcutaneous electrode position without any effectiveness.

Manufacturer narrative:
Continuation of d10: product ID 388928 lot# va1j3k3 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 388928 lot# va1j3k3 serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on (B)(6) already aggregate discharge on the right and equal pain in the aggregate area, temporally no longer present and left remaining running time of 6 months. X-ray determination of the additional extracorporeal electrode position on the right in (B)(6). The patient received the following additional examinations: x-ray images viewed noted a complete dislocation of the right electrode, which was no longer visible in the area of the pelvic cavity, even "curls up" dorsal to the sacrum (on hardly any subcutaneous tissue). On 2020(B)(6)the patient experienced a replacement of the right permanent electrode (implantation of a permanent electrode s3 right) and changed both pulse generators (new implantation of two interstim ii).

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: va1j3k3, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 11-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrode lies only under the skin. It was note that the electrode was replaced on (B)(6) 2020. The indication for the operation was when the lying pacemaker electrode was dislocated intracorporeally (all poles of the electrode lying ventral to the os sacrum) and the patient's loss of effectiveness of the pacemaker system. After a good postoperative effect on fecal incontinence, it was now unchanged again.